Manufacturer narrative:
Internal file number - (B)(4). Correction: catalog number updated from unk to 1003331. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. As the device was not returned for analysis, a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional device referenced in event description is being filed under a different medwatch report number.

Event description:
Subsequent to the initially filed MDR, the account confirmed that the physician also reported using 3 (three) or 4 (four) copilot bbc valves (bbcv) in one case/procedure. The reported difficulty had occurred in half the number of copilot bbcvs the physician used. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number -(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event has been estimated. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during an unspecified procedure, it was noted that there was a reverse flow of blood and other fluid (leak) coming from the cap of the copilot bleedback control valve. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.